Event description:
Upon transport to picu [pediatric intensive care unit] with an ECMO [extracorporeal membrane oxygenation] patient, we encountered a faulty affinity centrifugal pump motor (ref 560a, sn [redacted]). The rpms [revolutions per minute] ramped up to more than 2x the desired setting erroneously; I adjusted the rpms back to 2400, but a few minutes later the motor was ramping up again to ~5500 rpms. This occurred 3-4 times in a short span of 10-15 minutes. The faulty motor was replaced with a backup unit. Patient was off ECMO support for less than a minute during this device change. Patient was not harmed but affected.